Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that on (B)(6) 2020, surgeon was trialing a size 4 12.5mm fb cr sp.2 poly trial. The plastic lip on the bottom broke off as he was extracting the trial. There were two pieces and all parts were removed and nothing was left behind in the patient. No surgical delay.